Event description:
It was reported that the customer had multiple issues regarding air bubbles when she was changing the infusion set. The mother stated that the customer was hospitalized twice due to high blood glucose. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.mfg. Report 2 of 2, medwatch report # 3004209178-2013-90590.mfg. Report 1 of 2, medwatch report # 3004209178-2013-90589.